Event description:
The customer reported having a seizure and low blood glucose of 25 mg/dl. The customer's spouse treated him with glucagon shot and called emergency medical services. The customer stated that the paramedics treated him but did not provide details of treatment. The customer reported having low blood glucose levels for a week but did not go to the hospital. The customer refused troubleshooting. Advised the customer to discontinue the use of the pump and revert to a back-up plan. No further information was provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.